Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no. (B)(6) (additional contact number). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) one-link non-dehp standard bore catheter extension sets leaked at the connection site to the intravenous (IV) cannula. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.